Event description:
Follow up imaging (minimally visible on CT given microscopic size <1mm but creating artifact on MRI) a retained unknown foreign body was noted. We returned to the operating room and using intraoperative navigation and high magnification a very small needle tip was removed successfully.